Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(4), has been received at the office of the canadian importer and is being shipped to acist for testing and evaluation. Testing and evaluation of the injection system will begin upon receipt. A follow-up report will be submitted upon completion of the testing and evaluation.

Event description:
User facility reported: physician was completing angiographic view of a pt's left coronary artery. The acist angiographic contrast injection system, model cvi detected the nearly empty syringe and began the automatic refill of the syringe from the contrast bottle. The cvi injector withdrew approximately 60 ml of contrast media and went into "purge" mode, purging contrast media for over 10 seconds. The user withdrew the catheter a short distance to prevent the contrast media from injecting into the left main coronary. The purge eventually stopped. The user preceded with a manual angiographic injection set and performed additional left coronary angiograms and completed a CT scan of the pt's chest. There was no pt injury.